Event description:
It was reported that during an open gastrectomy procedure, the scissors broke. A new device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the clamp arm detached. In addition, it has damages to the inner tube at the clamp arm interface. It was also noted that the blade has scratches. Each device is visually inspected and functionally tested prior to shipment and damages of this magnitude would have been detected during this inspection and testing. The mfg records were reviewed and no anomalies were found during the mfg process. Complaint info is trended on a regular basis to determine if further investigation is warranted.